Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific leads presented to the hospital with episodes of syncope. While in the intensive care unit (ICU) the patient went into complete asystole for about 10 seconds. The device was interrogated and the right ventricular (rv) lead pacing impedance measurement was high, out-of-range at greater than 3,000 ohms. The initial rv lead threshold test did not capture at 7.5v. With repeat testing, capture was obtained at 1.1v. The left ventricular (lv) lead pacing thresholds were 0.9v. There was one stored event that showed noise on the rv and shock channels. The paced qrs morphology during bi-ventricular pacing intermittently changed and at times appeared identical to lv only pacing. It was noted the patient's asystole events only occurred in the evening. At this time, the local boston scientific sales representative suspected a possible fracture with the competitor's rv lead and reprogrammed the crt-d to lv-only pacing. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.